Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Device not returned.

Event description:
It was reported that multiple cartridge alarms occurred during the load process. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 144-145 mg/dl.